Manufacturer narrative:
Product analysis: the distal shaft was ripped starting at the guidewire entry port and extending 6.5cm along the shafts. The exposed inner lumen was stretched, kinked and deformed approx. 3.5cm distal to the guidewire entry port. Blood was present in the balloon and inflation lumen. The balloon folds were partially open. (B)(4).

Event description:
It was reported that the physician was attempting to use one sprinter legend balloon catheter to treat an unknown calcified lesion. This was the first device used to treat the lesion. Device was inspected before use, no issues noted. The lesion was pre-dilated. Resistance was noted when advancing to the lesion, no excessive force was used. It was reported that the balloon could not cross the target lesion despite full support. Procedure was completed with another balloon. No patient injury was reported. Analysis of the returned device confirmed the guidewire entry port and distal shaft were ripped. Product analysis confirmed a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.